Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display.

Event description:
Customer reported via phone call that the insulin pump had off no power alert. Customer's blood glucose level was unknown at the time of the incident. Customer stated that they did receive a low battery alert prior to the off no power alert. Customer states the battery was previously used and battery cap was not loose nor cracked or damaged. Customer states this was the second occurrence of off no power alert in less than 24 hours after low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.